Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated the device was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms and high shock impedance measurements greater than 125 ohms. The device also had the ventricular tachycardia mode set to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.